Event description:
In 2005 a user of the advia workcell was performing monthly maintenance on the instrument in accordance with the instructions for use. As part of the monthly maintenance the user was removing the puck covers to later soak them in a bleach solutiion. In the process of removing the puck covers, using a socket wrench, the user cut their hand. No medical procedure was performed beyond basic first aid.